Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and sounded a constant tone. The customer's blood glucose was 121 mg/dl. The customer stated that two weeks prior, she went to change the battery, and when she inserted the battery, the insulin pump became frozen and made a whining noise. She stated that the battery had been out for over a week. The issue recurred when her doctor inserted the battery. Later, she put another battery into the insulin pump, and the display showed full battery, the correct time, and software on the bottom of the screen. She reported that the keypad was unresponsive, however. The new battery did not restore normal device function. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no frozen display or moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump was monitored for twenty four hours; no whining noise noted. The insulin pump has cracked case the at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.